Event description:
Patient called in stating she needs a replacement ms3 pump because every time she uses this one specific ms3 pump she sees a knot forming around her site. I reviewed the importance of rotating her site every 4-6 weeks but she said she just changed it on (B)(6) 2016 and she's very certain that it's this one pump causing it because the other pump does not give her any problems. Sn of malfunctioning pump sn# (B)(4), due date (B)(6) 2017. No interruption in therapy or se reported. Replacement pump is being shipped out along with a return box. No further info provided. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.